Event description:
It was reported the patient is not receiving effective therapy due to the lead implanted at the l5 vertebral level having migrated. Surgical intervention may be undertaken at a later date.